Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that two weeks after the dental implant was installed in intraoral region #22, it was verified its non osseointegration; 35 ncm of primary stability was achieved and immediate load was not performed. Pt presented bone type IV and bone graft was executed.